Event description:
During generator replacement surgery, intraoperative device diagnostic testing of replacement generator connected to original lead resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. The surgeon then attempted to replace the lead, but was unsuccessful in exposing enough nerve to implant a new set of electrodes either above or below the existing electrodes so he removed the entire system. The surgeon did not want to attempt to remove the original lead electrodes due to the amount of fibrosia around them. The portion of the lead that was explanted was discarded. Leak break is suspected, although the build-up of fibrous tissue in the area of the lead electrodes could have been a casual or contributing factor to the high lead impedance condition.